Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and pump shut off unexpectedly. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.